Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid during a procedure. The sample was discarded and not available for return. Based on the information provided, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is estimated based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure, the bard/davol hydro-surg plus irrigator leaked irrigation fluid leaked onto the floor. It was reported that the device functioned as intended and has been discarded in biohazard. There was no reported patient injury.